Event description:
A customer contacted beckman coulter inc. (Bci) regarding a liquid leak in the hydro compartment of the synchron lxi 725 clinical system. No injury was reported.

Manufacturer narrative:
The customer was unable to locate the source of the leak and service was requested. A field service engineer (fse) went on-site (B)(4) 2010. System was in use upon arrival. Fse inspected the instrument and could not find leaks. Fse ran multiple primes and will monitor with customer for any more fluid leaks.